Event description:
The customer reported the sys would not boot for first case and the wheel on the workstation is jammed. No pt injury was reported.

Manufacturer narrative:
The svc rep troubleshoot the sys and found the rtos were not booting. The rep flashed all nodes, reloaded the cal. Files, and reprogrammed the workstation for customer preferences. The rep repaired the locking front wheel on the workstation. Sys operates as intended.